Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan.   The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, during an endovascular interventional procedure to treat an in-stent-restenosis (isr), a brite tip (bt) sheath (complaint product #1) was attempted to be inserted into the left inguinal region but the distal tip became damaged and split. Therefore, the bt sheath was replaced with a non-cordis short sheath for the procedure. The approach for the procedure was ipsilateral and antegrade. The puncture site was heavily calcified. After completion of the procedure, a 6 fr. Exoseal vascular closure device (vcd-complaint product #2) was used for hemostasis but the graphic pattern in the indicator window never changed to black-black. So, the exoseal with the sheath introducer was removed from the patient. The plug could not be deployed. Therefore hemostasis was achieved by manual pressure. There was no bleeding complication occurred during and after the procedure. There was no reported patient injury. The products were clinically used. The brite tip sheath will be returned for analysis, and the exoseal was discarded in the hospital. The target lesion for the procedure was the left superficial femoral artery. An 18 gauge needle and a .035 guidewire were used for the procedure. After completion of the procedure, the exoseal was inserted into the non-cordis short sheath. The exoseal with the sheath introducer was retracted as a unit, and then, the back-flow from bleed back indicator stopped. The exoseal with the sheath introducer was continued to be retracted carefully as a unit, but the graphic pattern in the indicator window never changed to black-black. Additional information received indicated that it was unknown if the stent/in-stent-restenosis being treated was of a cordis product. The date of the stent implantation was also unknown. In regards to the brite tip sheath: it was unknown if there was any reported insertion difficulty. The distal tip of the brite tip sheath was noted to be split (frayed/split/torn). The product was stored properly according to the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the IFU with no problems noted during preparation. The brite tip sheath will be returned for inspection. In regards to the 6 fr. Exoseal device: the physician was certified for use of the device with the number of procedures performed unknown. The exoseal vcd was prepped according to IFU instructions. There were no visible signs of device/package damage prior to use. The target femoral site was no previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling. The vascular sheath introducer locked against the handle assembly and an audible click was heard. The exoseal was discarded and will not be returned for analysis. There was no other product issue noted either at the account after the procedure or prior to shipping for inspection. Additional information was requested but was reported to be unknown. No additional information was available.

Manufacturer narrative:
Additional information: the product was returned for inspection. Preliminary comments indicated that the distal end of the device was damaged. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, during an endovascular interventional procedure to treat an in-stent-restenosis (isr), a brite tip (bt) sheath (complaint product # (B)(4)) was attempted to be inserted into the left inguinal region but the distal tip became damaged and split. Therefore, the bt sheath was replaced with a non-cordis short sheath for the procedure. The approach for the procedure was ipsilateral and antegrade. The puncture site was heavily calcified. After completion of the procedure, a 6 fr. Exoseal vascular closure device (vcd-complaint product # (B)(4)) was used for hemostasis but the graphic pattern in the indicator window never changed to black-black. So, the exoseal with the sheath introducer was removed from the patient. The plug could not be deployed. Therefore, hemostasis was achieved by manual pressure. There was no bleeding complication occurred during and after the procedure. There was no reported patient injury. The products were clinically used. The brite tip sheath will be returned for analysis, and the exoseal was discarded in the hospital. The target lesion for the procedure was the left superficial femoral artery. An 18 gauge needle and a .035 guidewire were used for the procedure. After completion of the procedure, the exoseal was inserted into the non-cordis short sheath. The exoseal with the sheath introducer was retracted as a unit, and then, the back-flow from bleed back indicator stopped. The exoseal with the sheath introducer was continued to be retracted carefully as a unit, but the graphic pattern in the indicator window never changed to black-black. Additional information received indicated that it was unknown if the stent/in-stent-restenosis being treated was of a cordis product. The date of the stent implantation was also unknown. In regards to the brite tip sheath, it was unknown if there was any reported insertion difficulty. The distal tip of the brite tip sheath was noted to be split (frayed/split/torn). The product was stored properly according to the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the IFU with no problems noted during preparation.    Complaint # (B)(4): the product was returned for inspection. A non-sterile cannula of si brite tip 6f 11cm str was received inside of a plastic bag, along with the label of the product. The mini guide wire, vessel dilator and needle was not contained within the plastic bag. The product was removed from the plastic bag to do a visual inspection without any optical magnifying device. With a naked eye visual inspection, a damage at the brite tip can be observed. No other damages or anomalies were detected. The brite tip was placed under the microscope to do a more detailed analysis. With the optical magnification, we can observe that part of the brite tip shows evidence of frayed edges at the damaged area. The brite tip was sliced as a consequence of maximum tensile/shear stress that the material can stand before it breaks (ultimate tensile stress). Therefore, it can be concluded that the frayed was not caused by a sharp tool. Sem analysis results showed that the cannula tip presented a damaged (frayed/split/torn) condition and evidence of material deformation and elongations observed at the surroundings areas of the damaged tip (frayed/split/torn). Elongation is a common characteristic of pieces which were stretched / pulled until separation. Based on the available evidence, it is very likely that the damaged (frayed/split/torn) condition found on the cannula tip was a result of the interaction with an unknown object that caused the observed material deformation and the damaged (frayed/split/torn) condition. No other anomalies were observed that could have influenced the reported event. Review of lot 17583892 revealed no anomalies during the manufacturing and inspection processes. No units were rejected during the final assembly of this lot no other issues were noted that were considered potentially related to the reported complaint.   The complaint reported by the customer as ¿brite tip/distal tip-frayed/split/torn¿ was confirmed due to condition in which the product was received. The ¿catheter sheath introducer - insertion difficulty¿ complaint in consequence was confirmed as the damaged tip will encounter difficulty during insertion. The exact cause of these events could not be conclusively determined. However, procedural factors (evidence of elongations) may have contributed to the reported events. Controls are in place to verify the catheters for damaged conditions. According to the IFU, users are cautioned that if increased resistance is felt upon insertion of the csi, investigate the cause before continuing. If the cause of the resistance cannot be determined and corrected, discontinue the procedure and withdraw the csi, as was done in this case. Neither the product analysis nor the device history record review suggests that these events are related to the device manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.